Manufacturer narrative:
(B)(4) concomitant medical products and therapy dates - correction/additional, if follow-up, what type?: correction/additional.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported.